Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that port needle was cracked and leaking at the connector. It was reported this occurred with 4 devices. This report addresses the fourth device.